Event description:
It was reported the patient experienced an altered mental status, lethargy, and apnea. The patient was presented to a medical center. They were able to arouse the patient, but the patient would fall back asleep. The patient was not given narcan as they were ¿arousable.¿ an inquiry was made about a pump overinfusion. The patient did not have any recent refills or programming that the caller was aware of. The last refill was about a month prior to the report. The pump was infusing morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). A catheter access port (cap) dye study was performed on (B)(6) 2015 and results were negative; the system was patent.